Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the right eye vision was black in the surgeon side console (ssc) following a recoverable fault. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noticed a 48100 error pointing to an issue with the personality module surgeon console (pmsc). The customer was unable to power cycle the system as the surgery was in progress. The customer stated they would attempt replace the digital video interface (dvi) cable on ssc 1 and power cycle the system after the procedure. The procedure was completed using the second ssc. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting black right eye, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the pmsc as the issue was intermittent. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to the second surgeon side console (ssc) after the start of the procedure due to there being no right eye vision in the original ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Based on the claim against the product by the customer noting a black image in the right eye, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was returned for failure analysis. The reported issue could not be confirmed. The system started up without any errors. There was a good image in both eyes. The system was power cycled several times, with no issues found. The led on two of the surgeon console leaf's (scl) were found to be dim and will be replaced.

Event description:
Refer to h10/h11 for follow-up information.